Event description:
It was reported that the pump had a "cassette not attached error" and damaged dso (downstream occlusion) seal. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was that the dso was not responding. Replaced dso sensor, dso seal, dso bezel and battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.